Event description:
The customer reported that a diaphragm came loose from the cannula during a shoulder arthroscopy. The diaphragm was able to be retrieved arthroscopically and there was no injury associated with this event.

Manufacturer narrative:
Investigation results: the cannula used during this event was not returned for investigation. An evaluation of the same catalog and lot number found that the device met specifications. This product will continue to be monitored for failures.